Manufacturer narrative:
The actual device was not returned to spinefrontier for evaluation, instead, an image of the fractured device was returned. Spinefrontier analysed the image of the fractured implant, manufacturing records, complaint trending and the dfmea and determined that failure is due to known factors (shearing and bending at the neck). The neck diameter has the smallest cross-section of the polyaxial screw and as a result this area experiences the highest stress. The surface of the break is mostly parallel to the axis of applied force, which is indicative of a shear break. The break surface is jagged with peaks (indication of a break due to bending). In light of this, it is concluded that device performed as designed and therefore no further actions are required.

Event description:
Spinefrontier became aware of a fractured pedicle screw occurrence on (B)(6) 2018, based on the information received, the pedicle screw was implanted on (B)(6) 2017 in a 21 year old male patient to stabilize a (l3) posterior ligamentous complex (plc) distraction following a serious mva. The pedicle screw subsequently fractured and this was discovered during a routine post surgery follow-up visit on (B)(6) 2018.